Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was unknown. The product was not returned for analysis.

Manufacturer narrative:
Findings: the information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, belt clip slot and minor scratched display window. Drive support disk was inspected and no anomaly was noted.